Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose (bg) level. A specific bg value was not provided, and cause for low bg was unknown. The customer required assistance addressing bg with food. Additional information was not provided.